Manufacturer narrative:
Two (2) actual samples and three (3) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) minicap transfer sets experienced connection issues with an unspecified quantity of titanium adapters. These issues were observed during peritoneal dialysis (pd) patient use. The connection between the transfer sets and titanium adapters were loose and would untwist with minimal effort. There was no patient injury or medical intervention associated with this event. No additional information is available.